Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported 'does not auto start after downstream occlusion is cleared' which was reproduced. A review of the event history log identified a "pump run - auto-restart" message does not follow a "downstream occlusion" message, however the pump will only auto-restart if the downstream occlusion is cleared, and the physical state of the loaded set cannot be determined through the history log. Evaluation could confirm customer reported issue during the evaluation. Evaluation determined the causality to be an auto start function was off. Auto start function was turned on to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not auto start after downstream occlusion was cleared. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.